Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when user wants to inject it seems that needle is blocked and leakage at conjunction needle / syringe. A patient was involved but no injury reported.